Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump history was noted to be inaccurate. No history was available prior to the current day and all bolus history was missing for the current day. A data corruption notification was noted in the history. The customer's blood glucose (bg) level was impacted (400 mg/dl range). It was indicated that the customer would deliver a bolus using a backup pump.